Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system would not boot up. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the cmos (complementary metal oxide semiconductor) battery in the suite pc. The cmos battery powers the bios (basic input/output system) firmware that controls the computer¿s boot up process. The fse replaced the cmos battery and returned the system to use in good working order.